Event description:
It was reported that an ilet user experienced repeated occlusion alerts with paused insulin delivery leading to sustained high blood glucose with a reported value of 358 mg/dl, which resolved only after changing infusion supplies. The event was associated with obstruction of flow and involved the connector/coupler of the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communications with the caregiver and analysis of information provided by the user, along with review of pump data and occlusion clearing procedures. Investigation of this case revealed obstruction of flow consistent with a deformation problem linked to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.